Event description:
Patient was receiving intralipid infusion via medfusion 4000 syringe pump. The patient received 10xvolume that was intended over a 6 hour period resulting in a triglyceride level of 2140. Lipid infusion was stopped and level was monitored. Reached a normal value of 125 within 24 hours. Liver function studies remained normal. Possible a programming issue but alarm history indicates no server connection since (B)(6) 2015 and others which may not be related to event. Under investigation.